Event description:
Unsolicited communication: pt reports that 2 of her cadd ext sets were leaking. (Location of leak not specified.) She was able to switch to tubing that did not leak so no doses were missed. Tubing is available for return if needed. Lot number 4257024. No further information available. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have add'l tubing to use? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Reported to cvs/caremark by pt/caregiver.